Event description:
The reported stated that the pump emitted a replace battery alarm and the battery and pump were hot to the touch. The reporter confirmed that the pump was not exposed to moisture and the pump and battery cap were intact and secure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 12/12/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no physical damage or corrosion was noted to the battery compartment. The pump booted to the verify screen with appropriate alarms. The pump electrical draws were tested and were within specifications. The black box download showed several voltage drops with low and replace battery alarms. The pump was exercised for one hour without overheating; the pump alarmed for a low battery during testing. The pump was opened and a defective electrical component was found.